Event description:
This letter is to inform you of this adverse event as the suspect device zimmer biomet acetabular cup and liner is not manufactured or imported by depuy synthes joint reconstruction. It was reported as "osteolysis of polyethylene liner (competitor cup and polyethylene)". Original implant date (B)(6) 1999. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)